Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.